Event description:
It was reported that after intubating the patient, the patient had difficulty breathing which lead to low blood oxygen. The anesthesiologist suspected that there was a problem with the endotracheal tube, so they "entered rescue" (replaced with a standard endotracheal tube). After replacing the emg tube with an "ordinary endotracheal tube", the patient's blood oxygen recovered, but the patient's surgery was suspended on the day. Patient was alive with injury. On follow-up it was reported that prior to intubating the patient, the tube and cuff was checked for patency and functioned as intended. The issue occurred after the cuff of the tube was inflated and the airway was established. Device was repositioned, deflated, re-inflated once the patient/tube was settled. Bit block used to fix the tube. Air was used to inflate the cuff.

Manufacturer narrative:
Medical safety has reviewed the file and additional information received. It has been confirmed that prior to intubating the patient, the tube and cuff was checked for patency and functioned as intended. The patient was intubated, and the tube secured using a bite block. Once intubated, the patient was ¿repositioned, deflated, fixed and re-inflated¿; which indicates that the cuff was inflated while the patient was being repositioned. The event and its severity is known and labeled per IFU m726750c793 a, which states the following: do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation, tip deflection, and/or injury of the larynx or vocal cords. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Inflation of the cuff by ¿feel¿ alone, or by using a measured amount of air is not recommended since resistance is an unreliable guide during inflation. Intracuff pressure should be closely monitored with a pressure measuring device. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cm h2o. Carroll and greenvik recommend maintaining a seal pressure at or below 25 cm h2o (carroll, r.g., and greenvik, a.: ¿proper use of large diameter, large residual cuffs.¿ critical care medicine vol. 1, no. 3: 153-154, 1973). Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Minimal occluding volume or minimum leak techniques should be used in conjunction with an intracuff pressure measuring device in selecting the sealing pressure. Cuff pressure should continue to be monitored thereafter, and any deviation from the selected seal pressure should be investigated and corrected immediately. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6 : codes updated. Previous fdm b17, fdr c20 and fdr d14 codes no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up it was reported that the blood oxygen decreased, and blood oxygen recovered after rescue and replacement of endotracheal tube. The common endotracheal tube was replaced and the surgery was completed. The patient is now safe.

Manufacturer narrative:
H3 : analysis of product: 8229307 of lot#: 0223280085 found that visually, there was no damage in the construction of the device. There were small traces of biological residue on the distal end of the device near the murphy eye. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and inflation and deflation occurred normally. The balloon was re-inflated and deflated multiple times with no issues. For further analysis, a leak test was performed by submerging the balloon and inflation assembly, at separate times, under water and no leaks were observed. Electrically, for additional analysis, resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.4 ohms (blue), 3.6 ohms (blue with clear tubing), 3.5 ohms (red), and 3.6 ohms (red with clear tubing) in which all of the electrodes were in specification. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6 : codes updated. Previous fdm b21 and fdr c21 codes no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.